Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedances above 125 ohms caused by clavicular crush of the lead. Another rv lead was successfully implanted. No additional adverse patient effects were reported.